Manufacturer narrative:
A ge service rep performed an on-site investigation. All cable and connectors were checked and the voltages were monitored. The rep was unable to duplicate the failure. The system was checked and no issues were found. The system is operating as intended.

Event description:
The customer reports that the left monitor is not working on the 9800 system. No pt injury was reported.